Event description:
Reportedly, the surgeon went to fire the instrument, pulled the handle back, the handle locked back and came forward a centimeter. He squeezed again and thought the instrument fired. The sales rep was present in the case and told him to push it back and squeeze again and it fired. No injury. Procedure: gastrectomy.

Manufacturer narrative:
This reported condition and subsequent findings are not related to the failure mode for which the recall was initiated.